Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center performed a visual inspection of the 'as received' device condition and noted no issues. The device passed all functional and electrical safety tests using a test foot switch and test jigs. A test maj-860a cord was also used to test the device and energy was being provided through the distal end of the electrode. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This reported event has been reported by the importer on MDR# 2951238-2022-00319.

Event description:
The customer reported during a procedure, the device was cauterizing distally but not proximally and the patient had an unspecified injury. The physician had to put a clip or staple to address the injury and the patient will require a separate follow up procedure due to the event. The subject device was being used with maj-860.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer.

Event description:
Additional information received from customer: the patient's procedure was a therapeutic ercp with sphincterotomy. The patient may have experienced a microperforation and a metal stent was placed. The procedure was completed with the same device according to the customer. An additional surgery was performed for stent removal. The device malfunctioned when the physician was using the cautery to perform sphincterotomy. The device cautery settings were reviewed prior to use. The sphinctertome serial number was not available.